Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose with blood glucose of around 432 mg/dl at the time of the incident. The customer stated that they had received reservoir and sensor tapes that were not working. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the call was dropped and the customer could not be reached back. The reservoirs will not be returned for analysis.